Manufacturer narrative:
(B)(4). A visual and dimensional inspection was performed on the returned device. The reported failure to advance could not be tested as it was based on operational circumstances. A cine was returned and reviewed by an abbott vascular clinical specialist who concluded the following: images showed deployment of an unknown stent in the proximal right coronary artery a perforation was observed. The graftmaster stent was attempted to be delivered to the perforation area through the deployed stent. The most likely cause for the inability to deliver the first graftmaster stent was its probable interaction with the stent such that it was unable to be advanced. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported failure to advance and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a 90% stenosed and heavily calcified lesion in the distal right coronary artery. A 3.5x19mm graftmaster covered stent was being used to treat a perforation; however, it failed to cross due to the anatomy. The procedure was successfully completed with a new 3.5x19mm graftmaster. There was no clinically significant delay in the procedure and no adverse patient effects.